Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient called the clinic with complaint of feeling small shocks around the implantable cardioverter defibrillator (ICD) pocket and twitching. Patient presented to clinic for an urgent follow up. Interrogation showed an increased left ventricular (lv) lead threshold from previous visit. The lv lead was reprogrammed to lv1 to rv coil. The lv lead and ICD remain in use. It was further reported that approximately three months later, patient presented for follow up visit and lv lead threshold was elevated on testing, and no capture was observed. Chest xray revealed that the lv lead was pulled back. Device programming of lv lead programmed off, and remains in patient. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.